Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
The customer reported the ventilator alerted to check vent blower high temperature while providing therapy to a patient. The ventilator was ventilating the patient when the alert came on and the patient was moved to a different ventilator. No additional adverse outcome was reported. The customer spoke to a remote service engineer (rse) and was advised to check the air inlet filter. The customer confirmed the air inlet filter is extremely dirty. The customer replaced the air inlet filter and reported the ventilator has not exhibited the error again.